Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working, had a blank display, battery issues and a no delivery alarm. Customer does not recall any significant events leading to the multiple errors. Customer's blood glucose was 133 mg/dl and then jumped to 600 mg/dl. Customer stated that he went to the hospital a few times but did not state if he was admitted. Troubleshooting was done for multiple issues with pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and self tests. No unexpected no delivery alarms during rewind or blank display noted. The pump alarmed unexpected restart after the battery change due to a voltage leak on the interface board. No external ram error alarms or motor error alarms were noted during testing. The motor was tested outside of the device and it passed. Unable to complete functional testing due to the unexpected restart alarm. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.